Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. Through a review of previous reports, (B)(4) identified that this type of issue has been reported before for this serial number (previous incident reported on medwatch number 9611109-2017-00263). The device has been requested for return to (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 cardioplegia sensor module did not count the cardioplegia solution volume correctly during a procedure.there was no report of patient injury.